Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.